Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample provided shows the blue luer and the stem housing had disconnected from the sample port connector. Visual evaluation of the returned sample noted one opened (without original packaging), used urine meter bag with inlet tube and sample port connector. Visual inspection of the sample noted the blue stem luer and stem housing was missing from the sample port connector upon return. No cracks/damages noted. This does not meet specification per (B)(4) , revision 5 which states that "assembly per drawing": dwg760839 rev. 2. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag had no sample port.

Event description:
It was reported that the drain bag had no sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.